Event description:
In mid-april, 2000, a medtronic ave aneurx bifurcated stent graft of unknown size was inserted through a 22 fr. Sheath in a pt with a tortuous iliac artery and successfully deployed to exclude an aortic aneurysm. Following deployment of the stent graft, the stent delivery system was removed without difficulty. Upon "forceful" removal of the 22 fr. Introducer sheath, the non-aneurysmal external iliac artery was enderectomized and as a result, the pt became hemodynamically unstable. An aortic occlusion balloon was then inserted through the contralateral iliac artery while the enderectomized iliac artery was surgically repaired (sutured). The aortic occlusion balloon was then removed, and the pt was stable. Subsequently, a medtronic/ave iliac stent graft was successfully deployed in the iliac artery with concurrent angiography that demonstrated patent iliac arteries and exclusion of the abdominal aortic aneurysm. Immediately following the procedure, the pt was paralyzed from the waist down. The pt died in june, however, the exact cause of death is unknown by medtronic/ave at this time.